Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002058 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and a hemostatic valve leak issue occurred. Leakage in the wall of the sheath. It was not known if the procedure was successfully completed. There was no patient consequence reported. Additional information was received. It was clarified that it was a valve leakage. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside the hub. The brim cap/hub did not become detached from the sheath. No picture available. No sheath was being used on the patient. The event was assessed as MDR reportable for a hemostatic valve leak issue.